Event description:
It was reported that an arteriotomy closure of the left common femoral artery was attempted with a prostyle device using the pre-close technique prior to an interventional thoracic endovascular abdominal aortic aneurysm (aaa) repair procedure via a 7f sheath. Reportedly, the device was successfully flushed with saline prior to the procedure; however, when used in the patient, blood flow was not observed exiting the marker lumen. The device was removed from the patient, re-flushed successfully, and re-inserted into the patient; however, blood flow was still not observed exiting the marker lumen. The sutures of two additional prostyle devices were successfully pre-placed. The sheath was upsized to 14f and the aaa repair procedure was completed. Hemostasis was achieved with the pre-placed prostyle sutures. There was no reported adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.

Manufacturer narrative:
The device was not returned for analysis. A review of the manufacturing records identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history of the reported lot did not indicate a lot specific quality issue. The investigation was unable to determine a conclusive cause for the reported difficulties; however, the treatment appears to be related to circumstances of the procedure. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.